Event description:
Customer reported that the insulin pump alarmed button error and she could not clear the alarm. Customer sated she had the device against her but it wasn't sweaty. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms were noted during testing. The pump also had cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the display window, and a stained end cap sticker noted.